Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions. Correction: event description: updated event description to capture customer concerns of high results obtained.

Event description:
Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-120/dl fasting. Verified the strips expire 03/13/2018. Customer strips are not stored properly and were first opened 08/26/2015. Customer performed a back to back blood test 229mg/dl and 217mg/dl fasting. Reviewed meter memory (B)(6). Customers concern:200,229 (high results)

Manufacturer narrative:
(B)(4). Product returned under evaluation.

Event description:
Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-120/dl fasting. Verified the strips expire 03/13/2018. Customer strips are not stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 229mg/dl and 217mg/dl fasting. Reviewed meter memory: (B)(6).